Event description:
On 9/11/2007 the representative reported that during a demonstration of the all mighty instrument on a week earlier, the polyaxial screw fell apart after removing it from the all mighty instrument. This event did not occur during surgery. There was no pt contact.

Manufacturer narrative:
Device is not associated with surgery. Investigation/eval is pending. Device has not been used event occurred prior to use.